Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has a lot of complaints about all 4 programs. Caller stated patient was experiencing intense pains and they were able to rule out 2 programs and stop using them. Caller stated on the third program patient felt intense pain only when in certain positions. Caller reported patient has therapy for overactive bladder/urinary leakage but also for pelvic pain and has very different settings - 450 pw and 31 rate. Caller inquired about these settings and stated that device has been helping patient's pelvic pain. Caller reported a short (less than 50 ohms) on 0-3 and all programs used either contact 0 or 3. Caller stated patient was very healthy and reported no falls. Caller stated they reprogrammed to use 1- 2+. Caller stated they decreased rate to around 14 rate and indicated they typically decrease pw if patient is having pain. Technical services reviewed device was not indicated for pelvic pain so were not aware of what settings may beneficial and that would be up to the physician. Technical services suggested caller provide programs with typical interstim settings but could also leave patient with existing settings that have been helping with pelvic pain. It was reviewed device would not need to be replaced just because of the short and to avoid programming on 0-3 pair. The device would not need to be replaced just because of the short and to avoid programming on 0-3 pair. It was also noted that if caller notices other pairs having low impedances to possibly avoid those in the future. There were no further symptoms or complications reported or anticipate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp). They reported that patient had shocking. Hcp was reporting impedances were short which was previously reported as 0-3. It was noted that patient was not present with hcp during call. Hcp also reported current program was 1- <(>&<)> 3+. Moreover, hcp stated that patient reported 1x or 2x week a shocking sensation down leg. It was unknown if it occurred while stim was off. Hcp stated they would discuss with patient about turning off until they were able to program combinations with 1 and 2 only. No further complications were reported or anticipated.